Event description:
It was reported the patient felt their battery was going to die soon as they had it for seven years. It was stated the patient had a shocking or jolting sensation. It was noted this had been since the time of implant. The patient stated ¿it moves all the time¿ and they mentioned they could feel it stimulating. It was noted the patient had been complaining to their doctor about that issue for seven years. The patient stated ¿you can see it stimulating in her stomach¿ and it was very uncomfortable. It was noted this was on and off and depended on their adjustments. It was stated it was where their leads would go to their stomach and they could feel stimulation and it was almost like a shock. Additional information stated the healthcare provider had to make some ¿off-label adjustments¿ to help the patient¿s symptoms. It was noted the patient had ¿a lot¿ of symptoms. It was stated the healthcare provider couldn¿t pinpoint a specific date when the patient¿s symptoms became problematic enough to warrant reprogramming. Reportedly, the healthcare provider was currently working with the patient to treat their symptoms. It was later reported the patient had their device for 7 years and had recently had more stomach symptoms. It was stated the patient wanted to have their device replaced as soon as possible.

Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2007, product type lead. (B)(4).